Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. Blood glucose was in the 200's (mg/dl) a new cartridge was loaded successfully to resolve the issue.